Event description:
It was reported that a rotawire was separated. A 330cm rotawire and wireclip torquer and a 1.5mm rotalink plus were selected for use in a percutaneous transluminal coronary rotational ablation procedure. During preparation, the rotawire separated when rotation speed test was performed outside the patient's body. An attempt to load a new wire was made; however the wire was unable to be inserted into the advancer. The procedure was completed with another of same burr and wire. No complications reported.

Event description:
It was reported that a rotawire was separated. A 330cm rotawire and wireclip torquer and a 1.5mm rotalink plus were selected for use in a percutaneous transluminal coronary rotational ablation procedure. During preparation, the rotawire separated when rotation speed test was performed outside the patient's body. An attempt to load a new wire was made; however the wire was unable to be inserted into the advancer. The procedure was completed with another of same burr and wire. No complications reported. The device was returned for analysis. The unit returned has spring tip detached, as part of overall visual revision. The device is broken, it has its breakage area approximately at 198.5cm from its proximal end, only section containing proximal end was returned. There is evidence of rotational wear at the breakage area. There is a slight kink on the body. Dimensional inspection of the outer diameter (od) of middle of the device and od of proximal section were performed and were within specifications. However, dimensional inspection of the overall length and od of the distal tip could not be performed because of the device condition.